Event description:
It was reported that during a change out procedure, this electrode and attempted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and low voltage. A defibrillation threshold (dft) test was performed which was unsuccessful and required the patient to be externally rescued. A long charge time error was observed on the programmer. Then, a painless test was performed in which a shock impedance measurement of 1 ohm was observed. The electrode was found to have an insulation breach, thought to have occurred sometime between running auto setup and testing. Ultimately, this electrode was explanted. The patient received a transvenous device system which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Added modified surgical procedure and shock impedance low out of range and removed resuscitation and unexpected medical intervention. The device is expected to be returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a change out procedure, this electrode and attempted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and low voltage. A defibrillation threshold (dft) test was performed which was unsuccessful and required the patient to be externally rescued. A long charge time error was observed on the programmer. Then, a painless test was performed in which a shock impedance measurement of 1 ohm was observed. The electrode was found to have an insulation breach, thought to have occurred sometime between running auto setup and testing. Ultimately, this electrode was explanted. The patient received a transvenous device system which remains in service. No additional adverse patient effects were reported.